Event description:
It was reported that a malfunction occurred with the customer's pump, specifically showing a malfunction code 16, but there was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, which was covered under warranty, and the customer will receive a pump with updated software. The customer was advised to revert to multiple daily injections for insulin delivery in the interim. They were provided with instructions on putting the pump into storage mode and returning it to tandem using a prepaid box. The customer was informed to connect their continuous glucose monitor and program their settings into the new pump upon its arrival.